Event description:
It was reported that the patient's pulse generator was explanted and replaced due to an unknown reason. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.